Event description:
Post deployment of a sapien valve, the valve was assessed and severe aortic regurgitation was noticed (central and paravalvular). The pre-deployment position of the valve was 50:50; post deployment the valve was 60:40 aortic. The native valve was moderately calcified and there was no aortic root calcification reported. There was moderate mitral annular calcification and calcium in the lvot. There was no ventricular septal hypertrophy. Coaxial alignment of the delivery system and valve was reported as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. Post dilation was performed using the same delivery system with an additional 2 cc's of contrast added. The balloon ruptured during inflation. Again the valve was assessed with tee and the amount of ar remained severe. A non-edwards bav balloon (25mm x 4cm) was then used to post dilate the valve. Once the full volume was introduced the balloon again ruptured. The valve was assessed again and the severity of ar was the same. They decided to try a different non-edwards (25mm x 4cm) balloon to post dilate the valve. The balloon was inflated and again ruptured once all the volume was introduced. The valve was assessed again with tee and the amount of ar was still severe. The team decided at this point that after multiple attempts there was nothing else they could do to correct the amount of pvl remaining.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. The cause of the pvl cannot be confirmed; however, the lvot calcification could have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Lot information was provided.